Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (genital)') in a 38-year-old female patient who had essure (batch no. B21583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;levonorgestrel (trivora). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("intercourse hurt/dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced bladder pain ("bladder or urinary problems or changes-bladder pain"), 3 years 3 months after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/uti") and pelvic pain ("very bad pain/pelvic pain/severe pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/uti"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("below my stomach"), abdominal distension ("bloating") and mood swings ("severe mood swings") and was found to have weight increased ("weight gain"). The patient was treated with lavandula angustifolia oil (lavender) and surgery ((bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract infection, urinary tract disorder, bladder pain, migraine, headache, dysmenorrhoea, weight increased, abdominal pain lower and pelvic pain outcome was unknown, the dyspareunia and abdominal distension had resolved and the mood swings was resolving. The reporter considered abdominal distension, abdominal pain lower, bladder pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (genital)') in a 38-year-old female patient who had essure (batch no. B21583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;levonorgestrel (trivora). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("intercourse hurt/dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced bladder pain ("bladder or urinaryproblems or changes-bladder pain"), 3 years 3 months after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/uti") and pelvic pain ("very bad pain/pelvic pain/severe pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/uti"), urinary tract disorder ("bladder or urinaryproblems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("below my stomach"), abdominal distension ("bloating") and mood swings ("severe mood swings") and was found to have weight increased ("weight gain"). The patient was treated with lavandula angustifolia oil (lavender) and surgery ((bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract infection, urinary tract disorder, bladder pain, migraine, headache, dysmenorrhoea, weight increased, abdominal pain lower and pelvic pain outcome was unknown, the dyspareunia and abdominal distension had resolved and the mood swings was resolving. The reporter considered abdominal distension, abdominal pain lower, bladder pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-nov-2019: pfs received- lot number were added. Event bladder disorder updated to bladder pain. Concomitant and treatment drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (genital)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/uti"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("below my stomach"), dyspareunia ("intercourse hurt"), abdominal distension ("bloating"), mood swings ("mood swing") and pelvic pain ("very bad pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract infection, urinary tract disorder, bladder disorder, migraine, headache, dysmenorrhoea, weight increased, abdominal pain lower and pelvic pain outcome was unknown, the dyspareunia and abdominal distension had resolved and the mood swings was resolving. The reporter considered abdominal distension, abdominal pain lower, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received : aka name added, reporter added, patient demographic updated, essure removal date added, event injury nos is replaced with genital haemorrhage. . Case become valid. Events added- genital haemorrhage, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: bladder/uti, bladder disorder ,urinary tract disorder, migraines , headaches, dysmenorrhea(cramping), weight gain, abdominal pain lower, dyspareunia, bloating, mood swings. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.